Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: the reported healthcare facility is: (B)(6). Block h6: imdrf device code a050401 captures the reportable event of a/w valve fluid leak.

Event description:
It was reported to boston scientific corporation that orca valve was used during colonoscopy and egd (esophagogastroduodenoscopy) procedure on (B)(6) 2025. While preparing for the procedure, the orca buttons were not working properly. The blue buttons were releasing water when the scopes were hung and carbon dioxide (co2) was turned on. The carbon dioxide (co2) was adjusted, which may have been the cause of the issue. The procedure was completed using the same device. There were no patient complications reported as a result of this event.